Event description:
It was reported that the patient was shocked due to ventricular tachycardia/ventricular fibrillation (vt/vf). It was also reported that during an ablation, a lead fracture was observed under fluoro. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.